Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 14. Details of surgery: sinus augmentation. On 2024-03-21, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling and fistula. No further patient complications were reported.